Manufacturer narrative:
(B)(4). Additional information from the importer report: (B)(6). Date of this report: (B)(4) 2012. Brand name: avaulta anterior biosynthetic support system. Catalog # 486010. Uretex to2 urethral support system. (B)(6).

Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: the patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated mdrs: 1018233-2013-00055 and 00073.